Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified procedure the agiltrac balloon catheter was being inflated to unspecified atms and rupture. A second unspecified balloon catheter was used to complete the procedure without incident. There was no patient effect. No additional information provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the lot history record did not reveal any non-conformances that could have contributed to this event. All agiltrac catheter balloons are 100% visually inspected and 100% leak tested. During leak test all balloons are 100% inflated to nominal pressure to measure the balloon dimensions, and subsequently 100% inflated to rated burst pressure (rbp). In addition a sampling is taken from each lot to perform rbp testing to verify that the rbp product specification is met. A review of the test data for this lot showed that the rbp data met the rbp product specification.